Event description:
It was reported by the customer that pump was displaying a volume to be infused (vtbi) that did not match the volume in the syringe during a meropenem infusion. The intended infusion rate was 31ml/hr with an intended volume to be infused (vtbi) of 7.75ml customer biomed performed additional testing on the device drawing back approximately 7.8 ml using a bd 10 ml syringe model number 302995 and tested for a 1500 mg/7.75 ml dose of meropenem and the pump displayed the vtbi as 7.56 ml. The device passed preventative maintenance. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.